Manufacturer narrative:
Date of reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump failed accuracy by -10.65 percent. The event occurred while testing. No further information was provided.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the inaccuracy was unable to be replicated. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.